Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of an insulin pump were less responsive, back light was hard to turn on, louder on rewind, rejects batteries as well as received no delivery alarms. The customer¿s blood glucose level was unknown. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.